Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file from the event was returned. A review of the data file indicated the criteria was not met for a shockable event; analysis of two of the three segments were not shockable. Therefore, no shock was advised. Analysis of reports of this type has not identified an increase in trend.